Event description:
Customer called to say, she was not feeling well and went to the hospital. The following are details she provided: 10:38 pm, new pod started and her blood glucose (bg) was 111mg/dl. Customer stated she was throwing up all night. The following day - 7:30 am, bg 198 mg/dl, 2:30 pm, bg 185mg/dl, bolused 5.6 units of insulin for 38 carbs; 5:14 pm, bg 201mg/dl, bolused correction 2 units; 8:13 pm, bg 99mg/dl at this time went to hospital and doctor said she had ketones. Customer was unable to provide bg's at this time, hospital deactivated the pod and put customer on IV. Customer came home from the hospital on three days later. Pod info was not available, pod was discarded.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.